Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with no reported alarms, leaks, or infusion set issues, and was guided through a set change and troubleshooting before electing to disconnect and use backup therapy. Symptoms included elevated blood glucose. Outcomes included the need for backup therapy without reported medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by support. Investigation of this case revealed an unclear cause for hyperglycemia with no device alarms and no confirmed hardware or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.